Manufacturer narrative:
The glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and could not reproduce the "intermittent image" issue; the unit functioned as intended. A test bflex bronchoscope and a titanium reusable blade were connected to the monitor. There was no sign of video failure even after leaving the monitor on for +15 minutes. A test smart cable, a single use blade and a video baton 2.0 were connected to the monitor. The technical service representative was unable to confirm the video failure. The video image remained normal with all test equipment. The glidescope core 15-inch monitor was returned to the customer as-is. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the monitor started glitching and turning black and green. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.